Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the surgeon and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested, but not made available. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon revised the pt. Cat #'s and lot #'s were illegible."